Event description:
The patient was implanted with two trial leads of the same lot number. It was reported the patient presented with a fever. It was further reported the trial leads were previously removed by the patient out of frustration with an issue unrelated to the scs system. The removal date is unknown. Subsequently, the patient was satisfied with the stimulation; therefore, may proceed with a permanent implant. Follow-up identified the fever has completely resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.